Event description:
It was reported that a home patient (hp) had a system error (se) 2240 (air in line) that appeared on the homechoice (hc) unit during drain 4 of 4 while the patient was connected. The hp stated they saw air in patient line from transfer set to the door. There was no patient or bag disconnection. The technical service representative (tsr) instructed to cycle the power to clear the alarm. The hp was going to complete the therapy using manual exchange. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. If additional relevant information becomes available, a follow up report will be submitted.